Event description:
The user facility reported that the involved glidewire advantage was used through a metal cystoscope during a cystoscope procedure. During withdrawal it was noticed that some of green/white portion of wire was shaved off. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No blood loss was reported. Additional information was received on 17apr2024: the green/white portion of the wire did shave off inside the patient. The shaved portion was removed through metal cystoscope. It was unknown if the patient had plaque or stenosis present. The patient was stable, and the procedure was completed successfully.